Event description:
Information received from the (B)(4) registry (B)(4). Treatment of a small ruptured saccular sidewall aneurysm measuring 2mm x 2mm located in the right p-comm (posterior communicating) artery. It was reported that the patient underwent pipeline (4.25mm x 14mm) embolization treatment on (B)(6) 2011 without issues. The angiograph confirmed that the ped (pipeline embolization device) had opened adequately along the entire length of the device and the patient was discharged on (B)(6) 2011. The patient was re-admitted for left hemiparesis on (B)(6) 2011 and CT (computed tomography) scan showed a deep frontal right ipsilateral intraparenchymal hematoma; however, the aneurysm was completely occluded and permeable endo-prosthetic. Reporter physician thought the hematoma would be related to the anti-platelets therapy. The anti-platelets therapy was suspended for 48 hours. The patient remained in ICU until (B)(6) 2011, at which time the patient was transferred to the general floor unit where he progressed favorably. The physical examination showed progressive improvement of the left hemiparesis, with the patient being self-reliant, able to move around and not reporting a headache. A follow-up brain CT scan on (B)(6) 2011 showed that the ipsilateral intraparenchymal hematoma had decreased and subsequently the patient was discharged the same day. The ipsilateral intraparenchymal hematoma resolved without sequelae on (B)(6) 2011. The event was adjudicated by clinical events committee as possibly related to ped. It was reported that on (B)(6) 2012 the third cranial nerve palsy and associated diplopia resolved.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).